Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No rewind anomaly, no charge or battery lasts less than expected anomaly and no missing segment or partial display anomaly noted. Device passed the delivery accuracy test at 0.08720 inches noted. Device received with minor scratched lcd window,

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump screen was scratched which make screen hard to read. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump rewinds slower than past. The insulin pump will not be returned for analysis.